Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of filter struts through the inferior vena cava (ivc) wall and resulting abdominal pain. The patient reported becoming aware of perforation of filter struts outside the ivc and perforation of struts into organs approximately ten years and four months post implant. The patient also reported anxiety, pain and abdominal discomfort related to the filter. The ivc filter was successfully removed robotically about ten years and seven months post implant. The indication for the filter removal was filter erosion through the ivc. According to the medical records the indication for the filter implant was t7-t8 compression fracture, during a motor cross, requiring back surgery. The filter was successfully deployed at the infrarenal level. The patient tolerated the procedure well without any immediate complications. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported event could not be confirmed or further clarified. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Due to the nature of the complaint the reported abdominal pain could not be further clarified and with the limited information a cause could not be determined. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter struts through the inferior vena cava (ivc) wall and resulting abdominal pain. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that the filter was removed robotically ten years and seven months post implantation. The patient also reports to suffer mental anguish and fear. According to the medical records, the filter was placed as the patient had compression fractures post trauma. The filter was successfully deployed at the infrarenal level. The patient tolerated the procedure well without any immediate complications. Per the medical records provided the filter was indicated after the patient experienced trauma (t7-t8 compression fracture) during a motor cross, requiring back surgery. About ten years and seven months after the implantation, filter erosion through the vena cava was noted and the patient underwent a successful robotically assisted inferior vena cava filter extraction. According to the information received in the redacted patient profile form (ppf), the patient reports perforation of filter struts outside the ivc and perforation of struts into organs becoming aware of these events approximately ten years and four months after the filter was implanted. The ivc filter was successfully removed about ten years and seven months after implantation. The patient further experienced anxiety, pain and abdominal discomfort related to the filter.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the filter was placed as the patient had compression fractures post trauma. The filter was successfully deployed at the infrarenal level. The patient tolerated the procedure well without any immediate complications. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter struts through the inferior vena cava (ivc) wall and resulting abdominal pain. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that the filter was removed robotically ten years and seven months post implantation. The patient also reports to suffer mental anguish and fear. The product was not returned for analysis as it remains implanted. A review of the device history record (DHR) associated with lot r0705143 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. A perforation of the ivc was also reported; however, a clinical conclusion could not be determined as to the cause of the event with the available information. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Abdominal pain does not represent a device malfunction and it is not possible to assess the exact contributing factors. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient comorbidities, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
As reported in the legal file, plaintiff (B)(6) underwent placement of defendants' optease vena cava filter on or about (B)(6) 2005. The filter subsequently malfunctioned and caused injury and damages to plaintiff  including, but not limited to, perforation of filter struts through ivc wall and resulting abdominal pain. As a direct and proximate result of these malfunctions. Plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. As stated in the instructions for use the optease retrievable filter can be retrieved up to and including 12 days after placement. The optease retrievable filter is considered a permanent implant if it is not retrieved within the specified time period. Various complications have been reported with use of retrievable ivc filters.  Complications listed in the labeling include perforation which can contribute to abdominal pain.  Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the legal file, plaintiff michael west underwent placement of defendants' optease vena cava filter on or about (B)(6) 2005. The filter subsequently malfunctioned and caused injury and damages to plaintiff including, but not limited to, perforation of filter struts through ivc wall and resulting abdominal pain. As a direct and proximate result of these malfunctions. Plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The following additional information received per the patient profile form (ppf) indicates that the filter was removed robotically ten years and seven months post implantation. The patient also reports to suffer mental anguish and fear. According to the medical records, the filter was placed as the patient had compression fractures post trauma. The filter was successfully deployed at the infrarenal level. The patient tolerated the procedure well without any immediate complications. The expiration date is 06-2008. Corrected data: implant date. Additional information is pending and will be submitted within 30 days upon receipt.